Event description:
Customer called to report the pump's driver arms were not moving. The customer feels that there is a problem with the driver arms. It was stated that it appeared as if the driver arm was pushing on the plunger to get the insulin through.